Event description:
The customer stated, that a nonreactive axsym core-m 2.0 result of 0.73 index value was generated on a pt that tested reactive at 1.288 index value using the imx core-m method. The sample was drawn in 2007 and tested one month later. The pt tested imx core-m reactive in the previous month. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.